Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with alarm f-38 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be defective force-sensing resistors. The force-sensing resistors were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a failure code of 38. It is unknown when this condition occurred. There was no report of patient injury or medical intervention related to the device. It is unknown if there was patient involvement in this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.